Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed motor error during prime. Customer's blood glucose was 270 mg/dl. Customer's father does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Customer's father was advised to disconnect the device from the customer. Customer does not use the sensor feature. Customer was unable to complete the rewind process. Customer's father was advised to discontinue use of the device and revert to back up plan. No further information reported.